Event description:
It was reported, during the implant procedure, the helix uneventfully deployed and retracted approximately twice while searching for optimal placement. However, the helix failed to deploy on third attempt at repositioning. Consequently, this lead was withdrawn and replaced with a same brand lead without incident. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix will not extend due to being over-retracted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.